Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis despite multiple attempts to obtain it. Based on the information received, the cause of the reported event could not be conclusively determined. If the device is returned for analysis, additional investigation will be performed, and a follow-up report will be sent. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Device analysis conclusion: the oad was returned with the fractured distal driveshaft section and guidewire engaged. Visual examination confirmed a fracture on the proximal side of the crown. The damaged sections were removed and sent for scanning electron microscopy (sem) analysis. Driveshaft flexing at the weld location can initiate a fatigue failure, and sem analysis identified fatigue at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. It should be noted that the diamondback coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the device analysis investigation the reported driveshaft fracture was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for treatment of a heavily calcified lesion in the right coronary artery. After the third treatment on low speed, the oad was intentionally stopped distal to the lesion for distal-to-proximal treatment. When the fourth treatment was started, the crown did not move on imaging, and it was determined that the driveshaft had fractured on the proximal side of the crown. The fragment was removed with the viperwire, and no further complications occurred.